Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis without a stent. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings on the balloon indicated correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and the crimping process & controls did not highlight any anomalies. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ids: 2134265-2017-12100 and 2134265-2017-13210. Reportable based on analysis completed on 21-dec-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. Pre-dilation was performed with a 2.5x20 emerge balloon catheter. A 3.50 x 32mm synergy¿ drug-eluting stent was advanced but device was unable to cross through the previously implanted stent in the left circumflex artery. A 3.50 x 24mm synergy¿ was then advanced but still failed to cross through the previously implanted stent. Device was replaced and a 4.00 x 24mm synergy¿ drug-eluting stent was advanced in the lesion. However, under intravascular ultrasound, a strange image was noticed. The physician pulled the guide wire along with the 4.0x24mm synergy¿ stent and it was noted that the stent strut was "broken". The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.